Event description:
The customer reported that no audible alarm was provided (at the bedside) for a 7 second asystole event.

Manufacturer narrative:
The hosp biomedical engineer called the remote technical assistance center (r-tac) and reported that no audible alarm was provided (at the bedside) for a 7 second asystole event. The biomedical engineer said that heart rate was the alarm source. The biomedical engineer also reported that when the spo2 sensor was removed, no inop alarm was provided for the loss of spo2 monitoring. The r-tac clinical support engineer provided assistance via telephone. The biomedical engineer was to check the monitor. No further calls have been logged related to this customer issue. A f/u call was placed the biomedical engineer, who said that alarm volume at the bedside had been turned down. The biomedical engineer said that the issues have been resolved and that there have been no further problems reported (to the biomedical engineers). This is not being considered a device malfunction. Also note that it is being considered that the reported issue with spo2, no spo2 non-pulsatile inop when the sensor was removed is fully consistent with the bedside monitor's volume having been turned down. No further investigation or action is warranted. (B) (4).